Event description:
It was reported that the dealer advised no alarms, rental unit, no injury; dealer could not provide any further information. No patient injury alleged, no additional information provided.